Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unknown vessel after an unspecified procedure. Reportedly, the device had an unknown failure. Hemostasis was achieved using manual compression. There were no adverse patient sequelae reported. Though requested, no additional information was available.